Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest and sudden cardiac death. It was further alleged the event was caused by the product administered to the pt during dialysis treatment.